Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, device was unable to be interrogated. The device screen continued to load for about five minutes and was unsuccessful. Upon review of the session records, device estimated longevity was 1-1.25 years of battery left. Patient had no underlying rhythm. Physician did not allege premature battery depletion. Device was explanted and a new device was implanted. Patient was stable.